Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. On (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was an in-stent re-stenotic lesion of unspecified drug eluting stent located in the mid left anterior descending (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented due to unstable angina and was hospitalized on the same day. Coronary angiography was performed. During target vessel revascularization, a5f fl4 diagnostic catheter failed to engage which was exchanged with 5f mpa catheter. The 90% diffuse restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty and placement of a 2.25 mm x 32 mm and 2.5 mm x 16 mm promus element plus drug eluting stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).